Manufacturer narrative:
An evaluation of the device cannot be performed as the device and additional information were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient left knee was revised for stiffness and malalignment.

Manufacturer narrative:
An event regarding stiffness and malalignment involving a triathlon patella was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot referenced. Conclusion: the exact cause of the event could not be determined as insufficient information was provided. Further information such as device return, x-rays and operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient left knee was revised for stiffness and malalignment.